Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, after using the catheter several times, a separation was noted a few centimeters from the tip and monorail. The separation occurred while the device was outside patient. The procedure was completed with another of the same device. No patient injury was reported.

Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, after using the catheter several times, a separation was noted a few centimeters from the tip and monorail. The separation occurred while the device was outside patient. The procedure was completed with another of the same device. No patient injury was reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink at the sheath assembly and the imaging window detached near the lap joint section. The imaging window was not returned for analysis.